Manufacturer narrative:
The subject device was returned to omsc for evaluation. It was confirmed that the tissue pad was severely worn and metal part was exposed. The insulation of the insertion tube had a tear at the distal side and shrank to expose the metal part of the insertion tube. There are scratches on the outer surface of the insulation near the tear and near the proximal end. The manufacturing history was reviewed with no irregularities. These types of the damages are most likely related to the operator's technique. Based on the past similar cases, it is known that the grasping surface becomes severely worn and metal part becomes exposed due to the continued activation of output while the grasping section is closed without grasping any tissues. There is a possibility that the scratches on the insulation occurred by contacting with hard objects while the insertion tube was inserted into trocars. The insulation torn and shrank by autoclave sterilizations. The instruction manual of the device has already warned as follows; warning: do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. Warning: when using the instrument in combination with the trocar, do not apply strong bending pressure to the insertion section. If the instrument comes in strongly contact with the opening of the trocar tube¿s insertion section, it could cause the insulation on the instrument¿s insertion section to peel off and/or cause other damage to the instrument.

Event description:
After the subject device was used during an uncertain gastroenterological surgery, the insulation of the insertion tube was torn. It was not reported the device was replaced. The procedure was completed. There was no patient injury reported. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on april 6, 2017, confirmed that the tissue pad was severely worn.